Event description:
I have phillips CPAP machine I had sinus problems and extreme nausea every morning until I stopped using the machine I think it is still affecting my breathing. FDA safety report ID # (B)(4).